Event description:
It was reported in an ufr that the ventilator suddenly shut itself off during use and could not be restarted. As per report, the user bridged ventilation support with a resuscitation bag until another device could be introduced; no health consequences were resulting from the event.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: a complete shut-down is a strong indication for a loss of energy supply. The typical mode of operation is mains supply, but the device is equipped with an internal battery to cover mains power losses for at least 30 minutes. There are power supply malfunctions imaginable that do not allow further operation on battery but post market surveillance data confirms that events like this occur in isolated numbers only. It is thus rather seen likely that the device was put into operation with a depleted or worn internal battery and that a second fault condition such as a power supply malfunction has let come the issue into effect. Other scenarios may apply as well; a differentiation is not possible due to lack of information. In case of total loss of power, the device will post an acoustical alarm for at least two minutes which is buffered by an independent power source. It is recommeded to the hospital to have the device checked by trained service personnel.